Event description:
It was reported that this previously capped right atrial (ra) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the previously capped ra lead remains capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.